Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. A47949,a63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced hemianaesthesia ("numbness on left side of body"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea, menorrhagia, vaginal haemorrhage, migraine, hemianaesthesia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, hemianaesthesia, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Batch number: a47949, manufacture date: 2012-09, expiration date:2015-09. Batch number: a63347, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. A47949,a63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) from june 2012 to september 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced hemianaesthesia ("numbness on left side of body"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), intermenstrual bleeding ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, back pain, intermenstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea, heavy menstrual bleeding, vaginal haemorrhage, migraine, hemianaesthesia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, heavy menstrual bleeding, hemianaesthesia, hormone level abnormal, intermenstrual bleeding, migraine, nausea, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration date of insertion: (B)(6) 2012 as per pif, discrepancy noted,12feb2013(discrepancy noted per mr) 4 coils on the right side and 1 coil on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in august 2012: total bilateral occlusion. Batch number: a47949 manufacture date: 2012-09 expiration date:2015-09 batch number: a63347 manufacture date: 2012-10 expiration date: 2015-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter's information added.rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a 33-year-old female patient who had essure (batch no. A47949, a63347) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea. Concomitant products included medroxyprogesterone acetate (depo-provera) from june 2012 to september 2012 for contraception. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced hemianaesthesia ("numbness on left side of body"). In (B)(6) 2013, the patient experienced migraine ("migraines/headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, hormone level abnormal, headache, nausea, menorrhagia, vaginal haemorrhage, migraine, hemianaesthesia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, hemianaesthesia, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events" abnormal bleeding (vaginal, menorrhagia), migraines/headaches, numbness, lower abdominal pain". Patient demographics, medical history, lab data, concomitant medication, essure lot number were added. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, back pain, metrorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, hormone level abnormal, headache and nausea outcome was unknown. The reporter considered back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, headache, hormone level abnormal, metrorrhagia, nausea, urinary tract disorder and vaginal discharge to be related to essure. The reporter commented: patient received treatment for migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: previously reported event of injury nos was replaced with migration. New events added dysmennorhea (cramping), dyspareunia (painful sexual intercourse), back pain, metorhagia (bleeding b/w periods), bladder problems, urinary problems, vaginal discharge, hormonal changes, headaches and nausea. Patient demographic details, reporter and product information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.